Event description:
Account reported 5 incidents "with babies" in which device "cracking" during pt use. Account reports "drugs we were adding to the solution was causing the breakage." Reportedly, all 5 babies had "cutdowns" and 2 out of the 5 sites became "infected." Account states, "crack in filter precipitated this but we are not saying that the device failed." Account believes that pts with "infected" sites were started on antibiotics but unk if lines replaced. No other info is available.